Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Follow-up was conducted to obtain the relevant information, and the cause of death was provided as arrhythmia. It was additionally noted by the clinic that there is no information to suggest the death is related to device function. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. This patient was confirmed to be programmed to a pacing mode susceptible to the described advisory issue.